Manufacturer narrative:
Sections d9 and h4 were updated. The reported complaint of the thermogard hq console (sn (B)(6)) displaying a "door open" alarm with a closed pump lid could not be replicated during functional testing. However, technical investigation at the zoll service center determined that the root cause of the reported complaint was attributed to the defective hall sensor board in the pump raceway assembly. The roller pump raceway assembly needs to be replaced to address the customer's reported complaint. This assembly includes a new hall sensor and lid. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with serial number (B)(6).

Manufacturer narrative:
Dried saline was noted in the roller pump raceway, most likely caused by a leaking tghq start-up kit (suk) or user mishandling. However, this customer has not reported any previous event involving a leaking tghq suk associated with this thermogard hq console. The roller pump raceway assembly was replaced to address the customer's reported complaint. Following service, the thermogard system passed all testing criteria.

Manufacturer narrative:
G4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the thermogard hq console in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, the thermogard hq console (B)(6) displayed a "door open" alarm although the pump lid was closed. Another system was used to continue treatment. No consequences or impacts on the patient.